Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscope inspection revealed that there was contrast in the inflation lumen, and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 6mm, the guidewire lumen was stretched and prolapsed. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage. Product analysis confirmed the reported difficulty to remove the mandrel as the guidewire lumen was stretched and prolapsed. Product analysis could not confirm the reported separation as there was no break in the device.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. During preparation of the device, extreme force was required to remove the stylet and the shaft broke. The wire could not be fed over the monorail. The procedure was completed with an alternative balloon. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. During preparation of the device, extreme force was required to remove the stylet and the shaft broke. The wire could not be fed over the monorail. The procedure was completed with an alternative balloon. There were no patient complications reported.